Manufacturer narrative:
The tech found the brake casters had picked up an obstruction. The tech removed the obstruction to resolve the issue. Based on this info, no further action is required.

Event description:
Hill-rom received a report from the account stating the brakes were not holding. The bed was located at the account. There was no pt/user injury reported. This report was filed in our complaint handling system as complaint # (B)(4).